Event description:
It was reported that the valve was changing from pressure level 2.0 to 0.5.

Manufacturer narrative:
The product remains implanted and is not available for returned. A review of the mfg records was not possible as no lot numbers was provided. All of our products are 100% tested at the time of manufacture.